Event description:
The haptic of the lens bent during insertion into the patient's eye using the delivery device. The lens was removed and replaced.

Manufacturer narrative:
This form was completed by the manufacturer.